Event description:
Event: (cc# 98-00898) the doctor had difficulty inserting the iab into the patient of 7/8/98 at 7:15 p.m. The iab was removed on 7/8/98 at 8:45 p.m. A second iab was inserted into the patient. The patient had bleeding that was not severe. The iab was not returned to datascope for evaluation. On 8/11/98 datascope was notified the iab was available for evaluation. On 8/28/98, the following was reported to datascope: the patient was taken to the catheter lab after iab insertion at bedside in ccu. Fluroscopy verified balloon placement to be low. The balloon could not be advanced manually or by placing a wire through the central lumen. The iab was low and occluding the renals. The iab was removed and another iab was inserted without difficulty. There was no patient injury or complication as a result of the event on 7/8/98. It was reported that the patient expired on 7/9/98 after CABG surgery. [Event complications]: bleeding/not severe - reported 7/10/98. [Patient's current status]: expired - reported 7/10/98.